Event description:
Reports inserting swab into nostril after inserting into the reagent. No burning or pain occurred. No apparent adverse event.

Manufacturer narrative:
Investigation conclusion: a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the pi. Root cause: customer procedural error. Source: phone.